Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink that would have led to the complaint. The user reported app didn't work after updating it with the freestyle librelink application. Successfully scanned and received alarms and glucose readings using a similar configuration, and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible device issue was reported with the adc in use with iphone 12, ios version 16.1.0, application version 2.10.1.7653. A customer reported that the application didn't work after updating and they became hypoglycemic. The customer had contact with a healthcare professional who provided oral glucose medication for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible device issue was reported with the adc application version 2.10.1, in use with iphone 12 with ios operating system version 16.10. A customer reported that the application didn't work after updating and they became hypoglycemic. The customer had contact with a healthcare professional who provided oral glucose medication for the diagnosis of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.